Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator found no significant anomaly. Analysis of the lead found that the lead was not fully seated in the implantable neurostimulator connector port, and that there was a setscrew impression on the insulation between #8 and #9 connectors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that their implantable neurostimulator (ins) was overdischarged. The manufacturer representative stated that the overdischarge occurred sometime in 2015. No patient symptoms were reported. Indication for use is chronic low back pain. No additional information reported. Additional information was received from the healthcare professional indicating that the patient was scheduled to have his device removed on (B)(6) 2017.